Manufacturer narrative:
Corrected h6 - medical device code. This field has been corrected to reflect properly the event mode (device malposition and perivalvular leak). The remainder of the information previously submitted remains unchanged.

Manufacturer narrative:
Since the device was discarded and the serial number was not provided, no further investigation can be performed at this time. However, based on the medical judgment received, the root cause of the reported event can be attributed to a device mis-sizing (use error). No device malfunctions nor problems were identified. As such, no further investigation is warranted at this time.

Event description:
In (B)(6) 2021, a perceval valve size m was implanted in a patient. The surgery went well, a small central leak was detected. During mid-(B)(6) 2021, the central leak became significant and associated with a paravalvular leak. The CT images showed that the valve was tilted on the annulus and also that the stj measured at 29 mm. A re-operation was performed on (B)(6) 2021. The perceval valve was explanted it was replaced with hancock 23. Based on the medical judgment received, the root cause was attributed to a clear valve undersizing. There was no problem nor malfunction noted with the perceval valve in question. The patient is doing very well. No further information will be provided on this case.